Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Additional information indicated that the blood was draining from the incision site, thick disease tissue, and dehiscence occurred. Furthermore, the system was explanted, and the plastic surgeon was consulted. No additional adverse patient effects were reported. The rv lead was explanted.